Event description:
It was reported that cartridge was hard to load in and out and that pump frequently lost connection with g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer declined follow-up from technical support, requested no further assistance, and no additional actions were documented.